Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. No ramping numbers noted on the display. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 178mg/dl. The customer states the esc and act buttons are unresponsive, and the numbers have continued to scroll while conducting bolus. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.